Event description:
It was reported that the patient was hospitalized with ¿some trouble with one kidney¿ which was ¿not emptying well¿ and might have something to do with from their implantable neurostimulator (ins) when checked this morning. It was specifically reported that, 4 days ago, that the patient¿s bladder was not emptying well. It was also noted at the time of report that the patient was in their 4th day of hospitalization was supposed to go home today. The reporter was unable to check the ins because, the ins programmer was not available. Additional information received from the healthcare professional (hcp) on the same day reported that the patient experienced a loss of therapeutic effect. It was also reported that the patient had an ultrasound performed today and it appeared that the patient was ¿not voiding everything¿. It was confirmed that the patient had been hospitalized since (B)(6) 2013 and that they had seen a different doctor every day. It was noted that the physician who implanted the ins in the patient had not seen the patient at the hospital. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va09byu, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).